Event description:
It was reported that review of this pacemaker combined follow-up report was showing 2.1 million ventricular paced events over the past 4 years that were at approximately 210 bpm. Disk analysis was performed and indicated there was a single bit corruption that caused the high counts. The error observed was purely diagnostic and should not interfere with device operation, and the device has no resets and no abnormal errors. The device remains in-service. No adverse patient effects were reported.